Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the device was working fine. Pt reported the device was working like it should.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient reported that the device is not working. The patient stated that they had an MRI a couple of weeks ago or less and they had the machine shut down completely and it had to be charged up to 100%. After they came home they started it up and it started tingling in both legs and they thought maybe it needed to be adjusted. The other day the controller was down to 80% and the recharger was at 100%. The patient could not get the device to work. They touch the top button and it says stimulator on or stimulator off and it just doesn't do anything. The issue has been going on for 4-5 days. Agent walked pt through how to turn on the stimulation. Pt was able to turn on and adjust the settings and could feel the sensation. The troubleshooting steps that were taken on the call resolved the issue. Patient will call back if further help is needed.